Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After function, performance, proceduralized device testing and a visual/physical examination it was observed, that the reported issue could not be confirmed. The computer booted up normally to the application screen with no errors. No fault was found and the system is up and running as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system upon initial start up displayed ¿no input detected¿. The manufacturer representative (rep) rebooted the system three time with success on the last reboot. The health care professional (hcp) then registered and began the procedure. While navigating the system it became unresponsive again. The rep tried ctrl+alt+backspace without resolve. The scree then became black and unresponsive. The rep did a hard reboot, and the system navigated for five minutes the became unresponsive and is still in the unresponsive state. Navigation was aborted causing the procedure was delayed less than an hour and no impact on patient outcome.